Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there was an end of service message. The ins was replaced as a result. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the eos was normal eos (this is conflicting with timeline from implant date-ins was less than 8 years old and patient should get eos at 9 years). The rep stated that they were not aware of when the eos was first determined. They reported that they did not know the patient¿s weight at the time of the event and that this information was not available due to hippa. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.